Event description:
This event involved a patient of unknown age who experienced a possible thrombus approximately one month post heartware hvad implantation into the right ventricle. The patient presented to the hospital with reported high watts and a >10l flow reading. The clinical staff made a decision to exchange the pump due to worsening end organ function and increasing symptoms of hemolysis. Per clinical staff, the patient recovered and has stable pump parameters.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad pump hw3787 in relation to the reported event. These included labeling/instructions for use, clinical evaluation, review of manufacturing documentation, log review/analysis, visual/functional testing, and pathological analysis. The reported event of high power was confirmed via controller log files and most likely relates to fibrin thrombus identified within the pathological analysis. The origin of this thrombus cannot be determined. Clinical factors that may have contributed to this event include non-ischemic cardiomyopathy, arrhythmia, and a past history of thrombus associated with the heartmate ii device. Review of manufacturing documentation confirmed that pump hw3787 met all requirements for release. Post explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. Based on the information provided, there is no evidence to suggest that the reported event relates to a device defect. Of note, the heartware hvad system is not currently indicated for use in the right ventricle.

Event description:
Additional information received from the clinical specialist indicated that the patient initially had a heartmate ii (hmii), but was exchanged to a heartware hvad on the left side due to thrombus in the hmii. In addition, a decision was made to implant rvad at same time due to sustained v-tach pre-implant.